Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient experienced poor therapeutic efficacy. The catheter dye study was normal. The physician reported a suspicion regarding the lioresal kit used to fill the patient's pump. The lot number of the lioresal kit used was n610376, expiration date (B)(6) 2017. It was unknown if the spasticity had resolved.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 500 mcg/ml 45 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2016. It was reported that about one month ago the patient experienced an episode of nausea and vomiting with dehydration. The patient was treated with intravenous fluids and steroid injection. Since that episode the patient had experienced increased spasticity. The hcp increased the baclofen pump dose to 45 mcg/day with no change in increased spasticity. The hcp ordered a catheter dye study to rule out any complications with the catheter but was not scheduled yet. Patient was alive - no injury. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(7). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The patient's medical history included multiple sclerosis, spasticity, an accy kit/catheter device (model # 8709 implanted (B)(6) 2007) and a synchromed ii pump (model # 8637-20 implanted (B)(6) 2013). Concomitant products were not reported. On an unspecified date, the patient started treatment with lioresal 500 ug/ml at an unspecified dose per continuous infusion, intrathecally via a synchromed ii pump, for intractable spasticity and multiple sclerosis. On (B)(6) 2016, it was learned the patient was a white female and further medical history included the patient was wheelchair bound, but "stable." Concomitant products included: aubagio (teriflunomide), diazepam, ampyra (dalfampridine) and oxybutynin (dates of therapy and dosing not reported). On an unspecified date in 2007 (previously reports as an unspecified date), the patient started treatment with the lioresal 500 ug/ml per simple continuous infusion, intrathecally via a synchromed ii pump. The current dosing was noted as lioresal 500 ug/ml at "55 ug/hr" per simple continuous infusion, intrathecally via a synchromed ii pump. An onset date of (B)(6) 2016 (previously reported as (B)(6) 2016) was given for the "decreased therapeutic response" symptoms of vomiting, dehydration, heavy feeling in the legs and decreased tone in the legs. On unspecified dates, MRI's (magnetic resonance imaging) of the brain, cervical spine and thoracic spine were "stable." The pump doses had been altered multiple times (dates and dose changes not reported) and as of (B)(6) 2016, the "decreased therapeutic response" symptoms were "ongoing." No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.